Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 37 mg/dl. The customer treated their blood glucose with juice and glucose tablets. The customer declined to troubleshoot for their low blood glucose. Customer also reported a calibration error alert and sensor error alert on their sensor. The customer also declined to troubleshoot for their sensor alerts. No additional information provided.